Manufacturer narrative:
(B)(4). Additional PMA/510(k) number k101880. Device not returned.

Event description:
It was reported that the internal threads of the implant (tsvtwb8) has been stripped.

Manufacturer narrative:
The implant was not returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. The reported healing abutment was returned and functionally tested. The healing abutment assembled with a mating implant as intended. Appropriate documentation was reviewed and the following information was identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated, as the reported implant was not returned. The complaint is therefore non-verifiable. The following sections have been updated: device information: (B)(4).